Event description:
The user facility has returned the laryngeal mask airway to the manufacturer for evaluation.

Manufacturer narrative:
The user facility returned the laryngeal mask airway in question to the manufacturer for evaluation. The laryngeal mask airway is in average condition, with a yellow airway tube abd a marked connector. The connector is also crazed. The airway tube has broken in a spiral fashion, starting 35mm from the backplate and twisting towards the backplate. The failure surface is smooth and free of secondary cracks. A series of deep scratches run along the inner surface of the tube from the backplate. These are mostly paralel to the black line. A 15mm long section of the tear runs along one of these scratches. While undamaged, the airway tube is very strong and resistant to failure, however, once damaged it becomes weaker. It is probable that the tear intiated at the deep scratch and propagated during subsequent use. From the location and orientation of the scratches, they probably are the result of a cleaning brush (or similar instrument) with a sharp tip being pushed through the tube. This file is considered closed unless additional info is received.